Event description:
Manufacturer's agent called inform system user facility to follow up on fax containing the following inform/laboratory neonate patient blood glucose results from a correlation study. Each set of results is for a different neonate. All results are mg/dl: (B)(6) 2011 at 2:25pm, using this meter, the first heelstick sample result was 77. At 2:30pm, using this meter, the microtainer sample result was 71. The microtainer sample was then tested on the analyzer, result was 52. (B)(6) 2011 at 9:39am, using this meter, the first heelstick sample result was 61. At 9:45am, using this meter, the microtainer sample result was 62. The microtainer sample was then tested on the analyzer, result was 41. At 1:08pm, using this meter, the first heelstick sample result was 70. The microtainer sample was then tested on the analyzer, result was 55. At 1:38pm, using this meter, the first heelstick sample result was 52. At 1:42pm, using this meter, the microtainer sample result was 57. The microtainer sample was then tested on the analyzer, result was 36. (B)(6) 2011 at 9:08pm, using this meter, the first heelstick sample result was 69. At 9:15pm, using this meter, the microtainer sample result was 71. The microtainer sample was then tested on the analyzer, result was 51. (B)(6) 2011 at 4:19am, using this meter, the first heelstick sample result was 45. At 4:23am, using this meter, the microtainer sample result was 40. The microtainer sample was then tested on the analyzer, result was 32. At 9:07am, using this meter, the first heelstick sample result was 66. At 9:13am, using this meter, the microtainer sample result was 61. The microtainer sample was then tested on the analyzer, result was 44. At 9:42am, using this meter, the first heelstick sample result was 58. At 9:46am, using this meter, the microtainer sample result was 49. The microtainer sample was then tested on the analyzer, result was 26. At 10:50am, using this meter, the microtainer sample result was 63. The microtainer sample was then tested on the analyzer, result was 43. No patient information is available, and will not be obtainable. No adverse event reported. A request was made for the return of the meter and strips.